Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of cracked/ broken component. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9266lot number 23019245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that during use with bd maxzero¿ extension set w maxzero¿ needle-free connector the luer lock was cracked and the line separated. It was reported by the customer that they had another issue with the trifurcate. Could you advise if there is another bd option with a different diameter? Staff is having to take down both the bifurcate and trifurcate to draw blood, potentially increasing clabsi risks. This occurred this morning where upon disconnecting the patient trifurcate from the PICC line, the luer lock connection cracked and disconnected from the trifurcate line. A new trifurcate was used as a replacement. They still have the device if needed.

Event description:
It was reported that during use with bd maxzero¿ extension set w maxzero¿ needle-free connector the luer lock was cracked and the line separated. It was reported by the customer that they had another issue with the trifurcate. Could you advise if there is another bd option with a different diameter? Staff is having to take down both the bifurcate and trifurcate to draw blood, potentially increasing clabsi risks. This occurred this morning where upon disconnecting the patient trifurcate from the PICC line, the luer lock connection cracked and disconnected from the trifurcate line. A new trifurcate was used as a replacement. They still have the device if needed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.